Event description:
The complainant reported that a male patient (age unknown) had a therapeutic enteryx procedure for a gerd condition that was performed in approximately in 2005 (exact date unknown) at portsmouth naval base hospital in portsmouth, va (the name of the physician who performed the procedure has been unable to be obtained). Immediately subsequent to the procedure, the patient felt that the procedure was a success, as his gerd symptoms were much alleviated, but gradually the patient experienced chest pain which has grown worse as time passed. It was also reported that the pain radiates up his neck and down his left arm. Additional information received from the patient in 2007 revealed that a CT scan was recently performed at walter reed army medical center, this scan was performed without contrast, and according to the patient the scan showed that the polymer had migrated to the lymph nodes, the right lobe of the lung, the liver and the spleen. The patient has also undergone an endoscopic ultrasound. Another CT scan has been scheduled, as it was reported by the patient, the physicians at walter reed army hospital are concerned that the pain that radiates up the neck and down the left arm may be the result of mini strokes.

Manufacturer narrative:
No product will be returned for evaluation to this manufacturer; consequently, a physical evaluation will not be performed. We are unable to determine if the device met specifications. At this time, we are unable to determine the relationship between the device and the cause for this event. The enteryx product was recalled by boston scientific in september 2005.